Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site and found fluid in the suk airtrap sensor. Review of the event log revealed the occurrence of a mid09 error message. These findings confirm the customer reported event. The thermogard console is a reusable device and was manufactured around 2010. It has exceeded its expected service life of five years. As part of routine service during testing, the console was examined and found no other issues. After the suk airtrap sensor was cleaned, the console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) was powered on; however, does not detect the airtrap. It was further reported that the console did not switch to standby mode after it performed a self-check. No patient was involved with this event.